Event description:
It was reported by the nurse that when positioning the balloon in the coronary sinus the balloon kept "leaking or losing volume". The md removed the balloon and there was found to be a tiny hole in the balloon. They prepped and used another catheter.

Manufacturer narrative:
Device is currently under evaluation.

Manufacturer narrative:
Evaluation: colored water was introduced through the balloon lumen and it is noted that the distal balloon bond has delaminated. Visually there is a fluid path through the bond. Water was introduced through the pressure and infusuion lumens and the water flows from where it should. Visually there are no other defects. These devices are visually and functionally tested 100% prior to packaging. A device history review was performd and there were no nonconformities found with the manufaturing of this lot. A CAPA has been initiate for the root cause the distal balloon bond delamination. Trends will continue to be monitored on a monthly basis and if needed further investigation will be performed.